Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number 6606044 was the correct, valid lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:the complaint condition for the 357.377 lot number 6606044 helical blade coupling screw, 357.371 lot number ti01759 buttress/compression nut, and 357.369 lot number 6320172 blade guide sleeve was likely caused by excessive and off angle malleting during surgery; however, this complaint is not likely a result of any design related deficiency. It is likely that the inner threading of the buttress/compression nut or the threading of the blade guide sleeve has become deformed causing the devices to stick together leading to this complaint condition. No product issue was alleged or identified upon examination of the returned 357.372 lot number 6510303 helical blade inserter. This investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Lot number provided could not be verified as a valid synthes lot number. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part 357.377, lot 6606044: release to warehouse date: 05may2011. Supplier- (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported a helical blade coupling screw broke during a proximal femoral fracture. The proximal end of the coupling screw broke as the surgeon was hammering in the helical blade; both pieces were accounted for; no fragments were generated, and none of the pieces fell into the patient. As a result of the coupling screw breaking, it was necessary to mallet on the blade guide sleeve and the buttress/compression nut to back out the helical blade thus, disconnecting the broken connecting screw. Both parts were damaged beyond repair. The surgeon successfully removed the helical blade from the broken helical blade coupling screw, prior to inserting a new one. There was no reported harm to the patient. There was no surgical delay reported. This is report 3 of 4 for (B)(4).